Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient's vns was infected and will be taken out. The device history records of the generator and lead were reviewed, and the devices were sterilized according to procedure prior to distribution. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.

Event description:
Additional information was received that the patient 's generator and lead had been explanted. The patient had developed increasing redness over the generator for a few weeks. There was also an open hole to the generator was leaking purulent fluid.

Manufacturer narrative:
Device evaluated by MFR?, corrected data: initial report inadvertently placed code for this field in wrong location.